Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant. Echocardiography and angiography were utilized during procedure. The left atrial appendage had a "rare anatomy" with landing zone measurements of 30mmx10mm. The ostium was also oval shaped with a measurement larger than 30mm. No rhythm changes were noted during procedure. Fluid was given during procedure. The amulet was placed and passed all checks; close criteria was satisfied, no leak was observed, and tug test was passed. The amulet reportedly had a normal level of compression. However, 5 minutes after release, the device embolized to the left atrium. It did not cause obstruction of blood flow. The amulet was retrieved percutaneously through the groin. The physician stated that the cause was because the device was too big. No device was ultimately implanted. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Echocardiography and angiography were utilized during procedure. The landing zone measurements were 65 grades : 34 x 10, 80 grades: 27,4 x 8,8, 76 grades: 35,2, 142 grades: 30,6. The left atrial appendage had a "rare anatomy" with landing zone measurements of 30mmx10mm. The ostium was also oval shaped with a measurement larger than 30mm. No rhythm changes were noted during procedure. Fluid was given during procedure. The amulet was placed and passed all checks; close criteria was satisfied, no leak was observed, and tug test was passed. The amulet reportedly had a normal level of compression. However, 5 minutes after release, the device embolized to the left atrium. It did not cause obstruction of blood flow. The amulet was retrieved percutaneously through the groin. The physician stated that the cause was because the device was too big. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) immediately after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was believed that the cause was because the device was too big. By imaging provided sizing in such an extreme anatomy is challenging; it does seem likely that an issue with sizing caused the embolization. Based on the information received, the reported device embolization appears to be related to mis-sizing. The reported unexpected medical intervention was a result of case-specific circumstances as the device was surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.